Manufacturer narrative:
The reported event could be confirmed. Visual inspection: the visual inspection showed that the tip of the drill sleeve is indeed broken. The drill sleeve was used as a handle to pass the plate through a smaller incision, however, the drill guide is not intended for plate's insertion purposes. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be a user related issue. The failure was caused by a misuse of the device. If any further information is provided, the complaint report will be updated.

Event description:
The customer reported that an axsos locking drill guide snapped and that this was due to a user error. Additionally reported: the surgeon reported that he had used the guide as a handle to pass the plate through a smaller incision and it was at this point it had broken. He stated he has used this method with other kits in the past. No metal fell into the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that an axsos locking drill guide snapped and that this was due to a user error. Additionally reported: the surgeon reported that he had used the guide as a handle to pass the plate through a smaller incision and it was at this point it had broken. He stated he has used this method with other kits in the past. No metal fell into the patient.